Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the instrument was inspected prior to use and there was no damage out of ordinary. The thermal damage was first observed during use. As a result of the carbonized tissue adhering to the base of the grip and forming a conduction path, thermal damage to the pulley cover occurred. There was no arcing observed and there was no injury to the patient. The procedure completed robotically and no fragment fell into the patient. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was found to have thermal damage to the yaw pulley. The yaw pulley was found to have charring and localized melting of both bipolar yaw pulleys, in the space between the grips. The instrument passed the electrical continuity test. The instrument was found to have thermal damage to the yaw pulley. The yaw pulley had charring and/or localized melting on the outer surface of on bipolar yaw pulley at the base of the grip. As a result of the damage, section of the active electrode is exposed that would not normally be exposed. A review of the procedure logs indicated that a monopolar instrument was used during this case. The complaint was confirmed by failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during da vinci-assisted surgical procedure, the tip was noted to be burnt for maryland bipolar forceps and smoke was coming out. There was no reported injury.